Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Femoral inserter / extractor was returned for evaluation. The device holds the implant properly but has some binding issue while locking the release lever. DHR was reviewed and no discrepancies were found. As returned, the device securely held the implant as intended and no failure was detected. A definitive root cause could not be determined. The additional information was reviewed and it does not change the previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the persona femoral inserter would not remain fixated to implant. No known consequence to patient.